Event description:
It was reported that balloon rupture occurred. A 2.50mm x 15mmnc emerge balloon catheter was advanced for dilatation, however, during the first inflation at 10 atmospheres the balloon ruptured. The device was removed and completed the procedure with another of the same device. There were no patient injuries reported and the patient condition was good.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).